Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 38x3.5mm target lesion was located in the calcified mid left anterior descending artery. A 38 x 3.50mm promus premier drug eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were fractured. The device was removed and the procedure was completed with another promus stent. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage. The first strut in the distal region was lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 38x3.5mm target lesion was located in the calcified mid left anterior descending artery. A 38 x 3.50mm promus premier drug eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were fractured. The device was removed and the procedure was completed with another promus stent. There were no patient complications reported and the patient was stable.